Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a distal radius procedure, the depth gauge was discovered broken pre-operative. A back-up device was available. It is unknown if there was surgical delay. Procedure outcome is unknown. Patient was not affected. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history record review part number: 319.006 ., synthes lot number: ft00309, supplier lot number: ft00309, release to warehouse date: 16-jan-2017. Manufacturing site: (B)(4). Supplier: (B)(4). No ncrs were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Investigation summary: the depth gauge (p/n 319.006 lot ft00309) was returned and received at us cq. A visual inspection was performed. The measuring needle component (p/n 319.006.3) was observed to be completely broken off of the slider. No other issues were identified with the returned components of the device. Dimensional and document review was conducted with no findings. The received device was manufactured by synthes monument and released to warehouse (B)(6) 2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The complaint is confirmed for the received depth gauge (p/n 319.006 lot ft00309) as the measuring needle component (p/n 319.006.3) was observed to be completely broken off of the slider. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.